Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system che ckout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) was experiencing increase inaccuracy as they moved more posterior in the anatomy. Reaching almost a centimeter near the back of the sphenoid sinuses. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome. Update the registration used on the patient does not extended very far posterior on the patient, partly due to the exam missing the top of the head, leaving little area for tracing. This could contribute to the potential inaccuracy as the surgeon moves more posterior in the anatomy.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) was experiencing increase inaccuracy as they moved more posterior in the anatomy. Reaching almost a centimeter near the back of the sphenoid sinuses. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.